Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of persistent atrial fibrillation, a farawave nav catheter was selected for use. During preparation, a fluid leak was observed in the side port. The catheter was replaced and procedure was successfully completed with another farawave device. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.